Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that after filling the cartridge at 2a.m., the patient awoke at 10a.m. And cartridge was half empty, leaking from the body of the cartridge. The patient had a bg of 493 mg/dl with lethargy and symptoms of dehydration. Patient received no unusual treatment and remains on pump. This complaint is being reported because the patient experienced hyperglycemia related to a malfunctioning cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.